Manufacturer narrative:
On 9/8/2015, we became aware that the information provided in the other remarks section was not submitted on the initial emdr. Concomitant medical products: cook fusion omni-tome sphincterotome (fs-omni), cook fusion quattro extraction balloon (fs-qeb-xl-a). Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. Approximately 20.2 cm to 20.7 cm from the distal end, the wire guide covering has folded over itself at least once. This folded over portion of wire guide coating was further examined. This section of wire guide coating tore and could be moved along the core wire. It appears the wire guide coating tore, migrated on the wire guide exposing the core wire, and then the coating flipped back over on itself to re-cover the exposed core wire. Approximately 35.6 cm to 36.4 cm from the distal end, there seems to be a bubble in the wire guide coating along one side of the wire guide. The wire guide has several kinks between 151 cm to 171 cm from the distal end. No other rough surfaces or kinks are found along the wire guide. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and /or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
On 9/10/2015, we became aware that the device history review was not performed because the lot number for the device was not provided. Concomitant medical products. Cook fusion omni-tome sphincterotome (fs-omni), cook fusion quattro extraction balloon (fs-qeb-xl-a). Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. Approximately 20.2 cm to 20.7 cm from the distal end, the wire guide covering has folded over itself at least once. This folded over portion of wire guide coating was further examined. This section of wire guide coating tore and could be moved along the core wire. It appears the wire guide coating tore, migrated on the wire guide exposing the core wire, and then the coating flipped back over on itself to re-cover the exposed core wire. Approximately 35.6 cm to 36.4 cm from the distal end, there seems to be a bubble in the wire guide coating along one side of the wire guide. The wire guide has several kinks between 151 cm to 171 cm from the distal end. No other rough surfaces or kinks are found along the wire guide. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and /or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record could not be conducted because the lot number was not provided. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
A cook acrobat calibrated tip wire guide was returned on july 31, 2015. Our evaluation determined there is wire guide coating damage near the distal end of the device. Additional information was requested regarding the return. The following additional information was received: during an sphincterotomy and stone extraction procedure, the coating of the wire guide stripped.